Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms / communication faults) was confirmed. As received, the trunk cable connector latches were broken creating an insecure connection between the electrode belt and test monitor. The cause of the gong alarms and communication faults is the insecure connection. The cause of the insecure connection is the broken latches. The root cause of the broken latches is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and communication faults.